Manufacturer narrative:
The user experienced severe hypoglycemia after continuing the tubing fill during a cartridge/infusion set change while connected to the body during the fill sequence. This behavior can result in unintended insulin delivery and is consistent with the observed hypoglycemia requiring hospital evaluation. Engineering logs were reviewed at the time of review; however, no device malfunction was alleged, and available information supports a use-related cause. A follow-up MDR will be submitted if additional information becomes available or if inspection of a returned device indicates otherwise.

Event description:
On 07-dec-2025 the reporter reported that on (B)(6) 2025, the user experienced hypoglycemia with blood glucose (bg) levels of approximately 39 mg/dl following a cartridge and infusion set change. The user was evaluated in the hospital where the user was treated and discharged unknown. No long-term health effects were reported.